Manufacturer narrative:
This report is filed february 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient was placed under general anesthesia in the operating room (date not reported) and the excess skin was excised. During the same procedure, the patient was administered kenalog injection and steroid injection, as well electrolysis to remove hair follicles. The implanted device remains.